Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implanted pump. The patient¿s medical history included severe torsion dystonia and athetosis. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the catheter was replaced due to an occlusion in (B)(6) of 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.